Event description:
Aqua futura, a technical support for fresenius medical care mexico, reported low sodium levels in most of the seven machines in a dialysis clinic. Three patients were admitted to the hospital after being found unresponsive during dialysis treatments. The second patient reportedly had the same symptoms. Admitting diagnosis was low sodium level. Dialysate sample was sent to the laboratory on 6/2002. Dialysate sodium was 128, which was lower than the expected value of 138.